Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the pump shut down unexpectedly, it could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. There was no impact to the customer's blood glucose level. It was confirmed the customer was able to resume insulin delivery via the pump.